Manufacturer narrative:
The product was not available for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that in the surgeon opinion the event was not product related but rotational instability. There was no patient harm and symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was off axis by 10 degrees approximately 20-25 degrees where it was intended. Two months following the initial procedure the was exchanged along with reposition. The patient had some complications with readjustment of lens. Additional information has been requested.